Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. A full lead was returned in two pieces for analysis. Electrical testing, visual inspection and specification measurement were normal with no anomalies found.

Event description:
It was reported that the patient presented with elevated capture threshold exhibited on the left ventricular (lv) lead. It was alleged by the physician that the lv lead had dislodged. The lv lead was capped and replaced on an unknown date. The lv lead was then explanted later due to unrelated reason. Patient condition was stable.